Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826850) was reading negative 99 and patient monitor reading positive 126: basic kit (ID 826850) was used, and physician described tunneling the sensor correctly. Opening pressure was 1 to 2. The physician then disconnected it from the monitor and placed the non-sterile portion in a sterile glove so that he could close. He said the brain was ¿sunken in¿ when he placed the bone flap. He noted when he removed the sensor connector from the glove that some fluid (blood and saline) was inside the glove, but he shook it off and dried the sensor with a towel. When the sensor was plugged into the monitor after the patient reached the ICU, icp express displayed the zero transducer prompt, so the nurse helping settle the patient hit the blue zero transducer button. The integra's clinical specialist asked the surgeon if the sensor appeared to be in the same place as before the patient left the operating room. He said there may have been 0.25 cm difference, but he had placed it 2 cm into the parenchyma, and sutured and stapled it in place. Later when integra's clinical specialist spoke with the nurse and went through the monitor pairing process, the icp express displayed the correct zero reference number, however the icp express mean and phillips mean never matched. Patient deceased (according to reporter; expected secondary to injury) the patient had a traumatic injury falling from standing position. Clinical questionnaire provided: monitor used: icp express. Time/date of sensor implant: (B)(6) 2022. Time/date of failure : 1202 pm est. Description of the failure: icp express not synching with phillips monitor. Icpx reading -99, phillips monitor reading 126. Sensor information: kit used: basic kit (826850) but sensor was tunneled; serial number (located on backside of sensor): (B)(4); lot number (located on the unit carton/box) : unknown; implant location: parenchymal; hospital location of implant: operating room. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.): after transport from or to ICU. Was a movement assistance device used? If yes, please specify: slider sheet. Amount of time between patient movement and failure event: 10 minutes. Was the microsensor disconnected from the integra/codman icp monitor during each phase of transport? Yes. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value fluctuated frequently up to -99 and 40. What was the icp waveform quality before the ¿event¿? (If connected to patient monitor): no waveform visible on phillips. What is the current mean icp? Negative 99. What is the icp waveform quality after the ¿event¿? No waveform visible. When the failure occurred, was the integra/codman icp monitor plugged into the wall? Yes. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. If yes, provide patient monitor make & model - make: phillips. Does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? No. If no, what is the icp express icp value and what is the patient monitor icp? Integra/codman icp monitor icp value: -99; patient monitor value: 126. When the failure occurred, where was the integra/codman icp monitor positioned? IV pole. List all devices being used close to the integra/codman icp monitor (take picture of room, including all electrical equipment nearby the monitor): phillips monitor, vent, bed, alaris pumps, scds. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify. No. Were bipolar or monopolar forceps used while the sensor was plugged in? Unknown. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care: unknown. If icp express was used, what did the display show at point of ¿event¿? Icp value? -99; systolic value: -99; diastolic value: -99. Was more than 1 integra/codman icp monitor used for the sensor? (Example: 1 cerelink/icp express in operating room and different cerelink/icp express in ICU): no.

Event description:
N/a.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - excessive amount of foreign residue covering inside of connector, corrosion residue on connector pins, ra, rl and rb out of spec. No further testing was possible. The issue reported by customer could not be confirmed as no test has been performed (not possible). The root cause of the issue reported by customer could be due to mishandling of the device. A medical assessment was requested to integra's medical safety team and the following was concluded: "based on the complaint information received, the product and product performance issue were not causal to the patient's death. The patient suffered from a severe intracranial injury and was already in a critical care state with end of life care at the time the cerelink was implanted. As reported, brain herniation was expected. Four days after the initial complaint report, it was communicated that the patient had died secondary to their injury. Herniation usually results in the demise of severe traumatic brain injury patients."